Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings:a review of the pump black box history showed evidence of a power reboot occurring. Visual inspection revealed that the pump case was cracked between the display lens and the case seal. The returned battery and cartridge caps were used to complete all testing. No power interruptions, errors, alarms, or warnings occurring during investigation. The pump case was removed and moisture was found on multiple internal components of the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture was observed behind the display. It was reported that there was no damages to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.